Event description:
Boston scientific received information that the patient with this device and right ventricular (rv) lead reported receiving a shock and was subsequently hospitalized. The device was interrogated and revealed a fault code 1005. A print out of the fault code was sent into a boston scientific engineer or review. After review, the engineers analysis confirmed that the fault code 1005 is triggered when the device detects an out of range shock lead impedance (> 145 ohms). This may indicate that there is an open circuit condition that may result in delivery of minimal energy through the shock lead when a shock is required (no shock therapy available!). The recommendation is to evaluate the complete system immediately and make sure that the system is tested in all shock configurations to verify which vector is affected. The agent also advised to monitor the patient as we cannot guarantee shock therapy at the moment. The device and lead remain in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.